Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Revision has not been confirmed and it is assumed the devices remain in situ. Reason for revision therefore not provided. A search of the complaints databases found other reports against the provided product and lot code combinations. It is not known if the reporting is/are similar as no event information has been received. The patient is considered obese with a bmi of 36.7. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment that tend to adversely affect hip replacement implants including excessive patient weight. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Unconfirmed revision of pinnacle mom hip. Reason for revision unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information received from kennedys. Unconfirmed revision of pinnacle mom hip. Reason for revision unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.